Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One non-platform switched parallel walled implant (bnss410) was received for investigation. Visual inspection of the returned product identified that the device had no evidence of damage and was in good condition. Through dimensional analysis and comparison to the production drawing, the device was determined to be within design specifications. Patient is reported to have low bone density ¿ type iii. The device had been implanted on tooth #30 (universal) for only 17 days. X-ray or picture images were not provided and no other information was provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record for the implant was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported patient had nerve injury and pain.. The product was returned but the reported events could not be verified through visual inspection since nerve injury and pain are medical conditions. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes.' H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was uncomfortable and complaining of loss of feeling and pain. The implant was removed.